Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 359 mg/dl. Cause of the high bg was due to the pump shutting off. Reportedly, customer went the emergency room and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer would reach out to health care provider (hcp) for alternate method of insulin therapy.